Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d), which was implanted three months, was explanted when the setscrew on the left ventricular (lv) lead port was 'stuck' during an attempt to replace the dislodged lv lead. Due to the patient's anatomy, the lead could not be pushed back into place. The clinician decided to replace the lead. Another guidant cardiac resynchronization therapy defibrillator (crt-d) and left ventricular pacing lead were successfully implanted.